Event description:
It was reported that the customer received no delivery alarms on the insulin pump during bolus delivery. Her blood glucose rose to 405 mg/dl and she treated with manual injection, changed the set, and attempted to deliver a bolus with the insulin pump. The customer's symptoms of high blood glucose included nausea, thirst, and frequent urination. Troubleshooting was performed. The drive support cap appeared normal. No air or leaks were found in the tubing. Insulin exited during a manual prime. Customer was advised to change the entire set, reservoir and insulin and treat. Troubleshooting could not be completed. At the time the issues were reported, her blood glucose was 340 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.